Event description:
It was reported that during a cardiac ablation procedure, the catheter was deployed in the left atrium. The catheter appeared deformed on the mapping system, and there were no signals on electrogram 8-9. A noisy electrogram and a cable connection issue were also noted. Attempts were made to connect a new catheter interface cable (cic) but the connection issue persisted. The catheter was removed, replaced, and connected to the same cic, and the connection issue resolved. It was also reported that the slide control on the first catheter was tight when trying to capture the array, compared to the second catheter used. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number: 0012927909 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the spiral array segment, an inverted array was observed. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170 degrees (°) rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test revealed an open loop on the electrode #4 and #9 wires. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During the inspection of the spiral array segment, an electrode wire(s)#4 and #9 was observed to be broken. In conclusion, the reported issues (noise, slide control) were not confirmed through testing. The reported issues (catheter appeared deformed, no signals) were confirmed through testing. The catheter failed return inspection due to an inverted array and electrode wires broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.